Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump and was not properly removing air from the cartridge. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide and to follow the proper air removal steps. Reportedly, the customer was instructed to clean the vent and pneumatic tap as well. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.